Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable tina-quant iga gen.2 (iga) and tina-quant igg gen.2 (igg) result on their e502 analyzer. The customer provided data for six patients, one of which had a discrepant result that was reported outside the laboratory. Information on whether the discrepant patient result was iga or igg was requested but not provided. The specific date of this event was requested but not provided. The patient's initial result was 3.3 g/l. The initial result was sent to the physician who did not believe the result. The sample was repeated and had a result around 5 g/l. The customer did not have the exact value. The customer stated there was no effect on the patient's condition. The iga reagent lot number was 683589. The igg reagent lot number was 683560. The expiration dates were requested but not provided.

Manufacturer narrative:
Additional information was provided. The field service representative went on site. He decontaminated the module, aligned the probes, and cleaned the reagent and sample probe wash station. He replaced the heat cut filter and the rinse unit teflon. He cleaned the rinse unit. He checked the photometer. He verified the ultrasonic mixer. He performed a precision check.

Manufacturer narrative:
A definitive root cause could not be determined. Based on the different absorbance levels of the samples involved, it appears at times too much sample, no sample, or the correct amount of sample was pipetted into the samples.